Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The implantable neurostimulator (ins) was interrogated with the clinician programmer and an impedance check was performed. It was re ported that the electrodes 2-3 had greater than 10,000 ohms impedances. It was unknown if there were environmental factors contributing to the event. There were no actions taken. The issue was not resolved. It was unknown if a surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was tested and was functioning. It was noted that the impedance was in the extension. The extension was replaced and was in the manufacturer representative's possession and would be returned. The implantable neurostimulator (ins) was also replaced and would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins had not been maintained due to an abrupt loss of therapy approximately 1.5 years ago. An overdischarge was alleged. The physician performed a test on the ins which showed a connection issue. Per patient, after losing therapy was when maintenance of the ins stopped. Exploratory surgery was being performed on (B)(6) 2018 to see if the lead or extension was an issue. If the extension was the problem they would replace it and connect it to a new ins. If not, the plan was to replace the lead. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's healthcare provider (hcp) reached out to them and asked them to bring components to a replacement/revision surgery (the information was unknown at this point). The representative was asked to bring the components to possibly swap the extension and/or lead. The replacement/revision surgery was scheduled for (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018. Product type extension, product ID 3550-29, serial# unknown. Product type accessory, product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018. Product type extension. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (sn: (B)(4)) determined that there were no significant anomalies. Analysis of the extension (sn: (B)(4)) determined there were no significant anomalies. Analysis of lead (sn: (B)(4)) determined there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the patient's primary care physician had referred the patient to a few neurosurgeons to have their electrodes replaced. The patient was waiting to hear back about it. No further complications were reported.